Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device did not reveal any device-related issues. The device was returned assembled with the pump cable severed approximately 7¿ from the pump housing. The modular cable was not returned with the device. The sealed outflow graft and bend relief were returned attached to the pump cover outlet port. The apical cuff was returned and engaged with the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. The samples of loosely coagulated blood were sent for histology and were found to be fibrin clots. These were all fibrin clots containing clusters of large round cells interpreted as macrophages. By the nosaka, et al.3 staging system, these clots would be aged at five days or greater. There was no evidence of organization by fibroblasts. Gram¿s stains did not indicate bacteria or other organisms. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was expired due multiple system organ failure and an ischemic insult to his gut resulting in massive lower gastrointestinal bleeding, rising lactic acid. The clinician team stated that nothing obvious by way of alarms, strange behavior, or unique values was noted on the lvad. The device operated as expected and will be returned for evaluation. No further information was reported.

Manufacturer narrative:
Correction for date of event and date of death.

Event description:
Additional information on (B)(6) 2019: it was reported that the patient experienced cardiovascular accident likely cardioembolicon (B)(6) 2018. The patient was previously implanted with impella 5.0 on (B)(6) 2018. The patient was given epinephrine , dopamine, ntric, washout for tamponade, vasopressor for shock on (B)(6) 2018. The patient also experienced transaminitis with hyperbilirubinemia, was febrile with leukocytosis, and had fever with elevated white blood count. On (B)(6) 2018, the patient experienced septic shock.

Manufacturer narrative:
Date of event: correction.